Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. Full event site name: (B)(6) medical center.

Event description:
It was reported that battery port 1 of the cardiosave intra-aortic balloon pump (iabp) was not charging. It is unknown under which circumstances this event occurred; however there was no patient harm and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, e2, e3, g3, g4, g7, h2, h3, h6 (patient codes, evaluation result codes, evaluation conclusion codes), h10, h11. Corrected fields: d5. A getinge field service engineer (fse) evaluated the iabp unit and found that the battery was exhausted and would not longer charge after trying in both battery ports. To fix the issue, the fse replaced the battery and observed the iabp to ensure charging of the new battery in slot 1. The safety disk was also replaced due to cycle count usage. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer, the battery port 1 of the cardiosave intra-aortic balloon pump (iabp) was not charging. Battery port 1 would only charge intermittently. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check performed by the customer, the battery port 1 of the cardiosave intra-aortic balloon pump (iabp) was not charging. Battery port 1 would only charge intermittently. There was no patient involvement, and no adverse event reported.